Event description:
Ligasure impact lf1823, lot#: 33140103x was connected to ligasure bovie, surgeon tried to fire it, but the handle was not functioning and could not used for surgery. New ligasure impact used.